Event description:
Distributor contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014 patient experienced a possible broken sensor wire upon removal of the transmitter. Patient did not report any injury or any medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Evaluation of the device was unable to confirm the reported broken sensor wire.